Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was noted that the lp prematurely separated from the delivery catheter at the fixation point. It was later suspected that the catheter tethers failed to properly be aligned prior to use. The procedure was completed without additional intervention. There were no patient consequences.